Event description:
The right ventricular coil continuity of the subject device was reportedly impossible to measure, and a message stating that the test failed appeared at each attempt. The physician tried several times moving the telemetry head on the device, rebooting the programmer and reconnecting the telemetry head, without success. All the other measurements were done normally (lead impedances, detection, thresholds) as well as the reading of the memories.

Manufacturer narrative:
(B)(4).

Event description:
The right ventricular coil continuity of the subject device was reportedly impossible to measure, and a message stating that the test failed appeared at each attempt. The physician tried several times moving the telemetry head on the device, rebooting the programmer and reconnecting the telemetry head, without success. All the other measurements were done normally (lead impedances, detection, thresholds) as well as the reading of the memories.